Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. During the procedure, it was noted that after implanting the right ventricular (rv) lead, the lead became dislodged and exhibited high capture thresholds. While attempting to reposition the lead, an operation issue resulted in the lead unable to be repositioned. The lead was attempted to be repositioned again and the helix exhibited failure to extend. The lead was ultimately not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, operation issue, high capture threshold, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of lead dislodgement, operation issue and high capture threshold were not confirmed. The reported event of helix mechanism issue was confirmed. Electrical testing was normal. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found over-torqued of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil at the connector region.